Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that a piece of the insulin pump's battery compartment and battery cap broke off. Caller stated that the device would no longer power on. Blood glucose level at the time of the incident was 380 mg/dl. The customer was advised that the insulin pump would be replaced; the device was not returned for analysis.